Manufacturer narrative:
Lumenis investigated the event report contacting the user facility to request patient treatment settings and patient photographs. Despite reasonable attempts to obtain investigation information from the user facility, lumenis is unable to confirm the validity of the reported event. Should lumenis receive any information, the safety complaint will be re-opened and investigated accordingly. Lumenis requested service reports from the distributor regarding the subject device, however; none were provided to determine if the subject device operated to manufacturer's specifications. No device malfunction was reported to lumenis. Additional info sep 19 2017: as part of a remedial activity, lumenis conducted a retrospective review of all its safety complaint files from january 2015 to june 2017. Lumenis investigated the reported event by contacting the user facility directly. Attempts have been made by phone to obtain patients treatment settings, patients information, patients photos, and sun exposure. No information has been provided by the user facility. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted

Event description:
A foreign distributor initially reported that the device operator may have over-treated a patient. No report of serious injury or medical intervention to preclude permanent impairment was received.